Manufacturer narrative:
Patient height reported as 5¿0¿ 510k: this report is for an unknown femoral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is the patient. Address and telephone are not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018 that the patient has been experiencing pain and trouble in the right femur due to the unknown long nail that was implanted (B)(6) 2007. The patient fell and broke right femur in (B)(6) 2007. The patient has been unable to walk because of the implantation and is in wheelchair/sedentary. The patient stated that the leg has been painful since surgery, however, the pain increased to a level of severe discomfort approximately four (4) months ago ((B)(6) 2018). Patient also experienced a sharp pain when stepped out of the shower and put weight on the leg and the level of pain persisted. The patient had physical therapy but still unable to walk. No x-ray's have been taken to date in response to patient's pain. The patient wants to have the unknown nail removed but has not been scheduled. This report is for one (1) unknown femoral nail this is report 1 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. This complaint is a duplicate of (B)(4) and is captured under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.